Event description:
The customer reported that the unit intermittently fails to power up on battery power.

Manufacturer narrative:
The customer reported that the unit intermittently fails to power up on battery power. The unit was evaluated at philips by a technician. Replacing the rev c battery resolved the reported failure.